Manufacturer narrative:
On 01/0/2024, downloaded cda logs and sent to r&d for analysis. Device passed self-test with no error alarms. Performed pvt tests. Device passed volume accuracy test. Device delivered 20.6 ml of fluid. Delivery accuracy of 97 %. Performed stress test using the stated 50 hour run in. Programmed the device to run at a rate of 25 ml/hr. For a duration of 68 hours for a vtbi of 1700 ml. Protocol will be programmed on line a only as the report started it was run on the primary line. Updated by (B)(6) on device finished the protocol on line a delivering 1714.77 ml of fluid. Delivery accuracy of 99.13 %. Device passed the run-in protocol. Probable cause for the customer¿s complaint of the device experiencing an inaccurate over delivery was not found. During inspection found the rear enclosure, fluid shield, and cassette door to be damaged. Verified discrepancies through visual inspection. Replaced the rear enclosure, fluid shield, and cassette door. Probable cause is physical damage consistent with normal wear and tear. Device was received with non-ICU medical battery. Verified discrepancy through visual inspection. Replaced the battery and pressed change battery soft key. Probable cause incorrect battery installed. Non-ICU medical battery installed. Updated by (B)(6) on 01/08/2023 attaching r&d analysis summary. Full r&d report will be attached to twd. Engineering summarizes, there was a single infusion of hydromorphone which was programmed for 50.0 ml over 10 hrs., not (as reported) over 50 hrs. Further the infusion that was run completed normally after delivering the programmed volume accurately (within 0.2%). Engineering evaluates the pump performed correctly per design. The probable cause of the complaint was user error: incorrectly programming 50 ml instead of 50 hrs. Device event log/alarm history reviewed was reviewed and no similar alarms were noted.

Event description:
The event involved a plum 360 (v 15.x) he report states that the device was over infusing the bag was programmed for 50 hours but went over in less than the time. There was patient involvement, no human harm reported and no delay in therapy reported. The programming parameters of the device was unknown. The infusion set up was on primary line. The fluid/medication expected to be left was unknown. Based on the bag, there was none left. There was some in the line. It was unknown if therapy was resumed on a replacement pump.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.